Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had been emitting call service alarms that could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: during the investigation, one ¿cs052¿ alarm was observed in the pump¿s alarm history. The pump¿s ¿ez-prime¿ steps were performed correctly, and the pump was exercised for 24 hours with no errors occurring during the investigation. Investigators were unable to duplicate the alarm issue. The pump was opened and no defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.